Event description:
Md able to inflate 1/4 of stent and it would not deploy any further. Attempt made to remove stent. While putting the stent out it broke off at the insertion site of the left common femoral artery. Vascular surgeon informed and patient taken to the operating room for removal of the stent. Diagnosis or reason for use: peripheral vascular occlusion. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.